Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to perform the detect and treat test.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform detect adn treat test) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. Upon evaluation, the trunk cable was severed from the electrode belt. The cause of the test failure is the severed cable. The root cause for the severed cable could not be positively identified but is likely due to physical abuse. No adverse event resulted from the severed cable.